Manufacturer narrative:
The device evaluation found that the images were not displayed due to a faulty charged coupled device (ccd) unit. Based on the results of the investigation, a probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the following: images were not displayed. There was no patient involvement.